Event description:
Implanted, immediately rashes followed by uti's and pain. Subsequent surgeries, loss of ovary, explantation surgery due to pain and auto-immune response. Life as I knew it is gone. This product is poison and is killing people. It should not be implanted in the human body. FDA safety report ID# (B)(4).